Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons responding properly. However, corrosion was noted at keypad traces. No button error alarm was noted. No traces of moisture were found at the electronic or motor assemblies per visual inspection. The insulin pump has minor scratches on the display window and cracked case on display window corner.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they have removed and replaced the batteries, but that it did not resolve the issues. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 119 mg/dl at time of reporting. Nothing further reported.